Event description:
It was reported that an explant of an aortic bioprosthetic valve occurred after an implant duration of approximately 8 years. The specific reason for explant (diagnosis) has not yet been provided.

Manufacturer narrative:
Method = device evaluation not yet complete. Multiple attempts have been made with the healthcare provider for additional details including, consult notes and the operative report; however no new information has been provided. The device history record review as well as edwards evaluations and conclusions, will be reported once complete. Edwards will continue to make attempts in order to obtain any relevant additional information about this event.

Manufacturer narrative:
Evaluation summary: the valve, as received, exhibited heavy calcification in the cusp area leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue was minimal at the stent inflow and the stent outflow. Received along with the valve, a dense ring like of host tissue overgrowth; this was most likely atop at the stent inflow and tissue inflow. Although no patient or surgery information were provided, device evaluation suggests this valve may have been explanted due to calcific stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Patient medical history was requested, but not provided by the hcp. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.